Event description:
It was reported that during craniotomy evacuation of hematoma, clipping of aneurysm and insertion of evd, the ring of the attachment fell out during the surgery and the patient will undergo CT scan to ensure no other thing left behind in the patient. There was a patient impact. It was also reported that the incidence happened twice at facility within a month. The procedure was completed with backup product(s). On additional follow-up, it was reported that nothing found after CT scan and also reported that ring fell out at the end when the surgeon use to reshape the skull flap before putting back into patient. The surgeon continued to use the attachment outside of operating field to reshape the bone. There was no delay in the procedure as the result of this event.

Manufacturer narrative:
H3: product analysis: initial evaluation determined that the inner diameter of the first bearing in tube damaged and fell out. It was also noted that spacer missing. The final evaluation has not yet been completed. Once the evaluation is completed, the analysis findings will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis :evaluation determined that inner diameter of the first bearing in the tube damaged and fell out. The likely cause of the failure could not be determined. It was also noted that the ball in bearings was missing, the first spacer in tube is noted to be missing. Upon further dismantling, first spacer was found stuck in tube, and inner parts were noted to be corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.